Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 2000mcg/ml at 661mcg/day and bupivacaine 20mg/ml at 6.610mg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 an empty pump was reported. Per the healthcare provider, the patient had ¿leg and back pain prior to getting the pump¿ and once the patient got the pump implanted, she did not believe the pump was giving her pain relief so the clinic and the patient chose to stop filling it. The patient¿s pump was empty and the healthcare provider was inquiring what would happen if they filled it because the patient now believes since the tdd (targeted drug delivery) medication was empty, that possibly it was providing her relief and was wishing to fill it again. The healthcare provider did not read the logs and the patient was not there, so she didn¿t know when it when the pump went empty. No further complications were reported or anticipated.